Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes misaligned insertion and/or prying or levering the device during insertion, which can cause the device to become bent and break. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3730sp double loaded knee fibertak anchor inserter bent immediately following gentle impaction. The bent piece was retrieved from the patient. The case was completed by using another implant. This was discovered during a let procedure on (B)(6) 2025. Additional information was received on 07/21/2025: during the procedure, the inserter bent and broke outside of the patient, and it was confirmed that no fragments remained in the surgical site. All broken pieces were successfully retrieved. A replacement ar-3730sp was utilized to complete the case without delay or the need for additional anesthesia. The bone socket was prepared using the 2.6 mm drill from the ar-3712, and the patient¿s bone quality was assessed as good. No adverse effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.